Event description:
Cut his hand [skin laceration]. The top of the syringe shattered off [syringe issue]. Case description: spontaneous report received on (B)(6) 2010 from a nurse. On (B)(6) 2010, the physician (initials (B)(6)) was administering a synvisc one injection to a pt from lot v1016 when the top of the syringe shattered off and the physician cut his hand. The physician required several stitches. As of the date of receipt of this report, the physician's outcome was unk. MFR's comment: the benefit-risk relationship of the product is not affected by this report.